Event description:
It was reported when the device was used during a rectum resection procedure, it fired an insufficient staple line. The case was completed using another device. There was no pt consequence.